Event description:
A customer reported via a webform a "replace sensor" message with the adc device. The customer stated they required intervention from a relative, who is a healthcare professional, due to this issue. However, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using sensor with ios or android operating system, PMA/510(k) # has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.